Event description:
Health professional reported replacement of a port due to a leak. Event was first noticed when health professional "attempted to access port" but "no fluid was returned. This is the second time that less fluid was returned than expected, implying either a leak or tubing disconnect."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The product associated with this report has not yet been returned. Based upon the serial number an implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling address the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustment. If recent adjustments have not been effective in increasing restriction and the patient has been complaint with nutritional guidelines, the patient may have a leaking a band system, or may have pouch enlargement or esophagal dilation due to stomal obstruction, band slippage or over-restriction."